Manufacturer narrative:
Product analysis #702640307: brief description of complaint: during procedure patient was burned. During testing biomed noted a power issue and burn marks on the female connector of the power cord. Investigation conclusion: the reported issue of burn marks on the power cord was confirmed, but the reported issue of patient injury and a power issue was not able to be confirmed. No functional testing was completed due to the legal hold, therefore service was unable to determine if the generator has rf power output issues. Burn marks on the female end of the power cord were confirmed, but the cause cannot be determined in the laboratory environment. However, the damage is consistent with an over current condition experienced at the customer site. Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a transsphenoidal case, the surgeon reported a 1cm x 3cm superficial burn on the nasal sill to the side of the patient's cheek. The surgeon was utilizing an aquamantys device and an ultrasonic aspirator; however, it could not be determined what caused the burn. The surgeon believes it may have been saline run off. The burn was treated with antibiotic creams.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.